Event description:
It was reported that the insulin pump had chipping by the battery reservoir, there were frequent battery changes, the device rejected the batteries, and the buttons were too sensitive and would react by just being in the customer's pocket. Also, there were unexplained no delivery alarms. The customer's blood glucose was unknown. The customer declined speaking with the helpline support. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.